Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/01/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as red skin with small blister-like bumps that ooze. Reaction was located under the sensor pod and around the sensor tape. On (B)(6) 2016, the patient's physician prescribed duoderm barrier, tuff pads and (B)(4) steroid spray. Affected area was treated with the prescribed barrier substances and steroid cream. At the time of contact, the patient was fine. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.